Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4). This report was mailed to FDA on june 4, 2014. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a system message display and the patient experienced intraocular pressure drop during a vitrectomy procedure. The eye collapsed and a tear in the retina was made with surgical instrument. The case was completed by manual mode. The next day, the eye was inspected and silicone was found near to the capsular bag, indicating a posterior capsular tear.